Event description:
Reprise iii study. Procedure summary: a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve with successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, as per directions for use. Subject developed left bundle branch block during procedure. 8 days post index procedure, a permanent pacemaker was successfully implanted. At the time of reporting, event was considered to be not recovered. It was further reported that: prior to index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300 mg of clopidogrel. On the same day of the index procedure, the echocardiogram revealed left bundle branch block and high degree av block. 8 days post index procedure, a dual chambered non-bsc permanent pacemaker was successfully implanted. The event was considered to have resolved on the same day.

Event description:
(B)(6) study. Procedure summary: a lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve with successful repositioning of the lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, as per directions for use. Subject developed left bundle branch block during procedure. 8 days post index procedure, a permanent pacemaker was successfully implanted. At the time of reporting, event was considered to be not recovered.